Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the reported malfunction was not replicated or confirmed. The system board was replaced as a precaution. The device was recertified and returned to the customer. The activity log was cleared by the customer and could add no value to the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "system fault 32" message. Complainant indicated that there was no patient involvement in the reported malfunction.